Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4). The complaint device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.   (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a mildly tortuous and moderately calcified vessel below the knee vessel. A 2.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for dilatation. During the first inflation at 3 atmospheres for 4 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with 2.0 non-bsc balloon catheter. No patient complications were reported.